Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from a crack in the non-baxter connection during infusion. Once the connection was changed, the patient received the whole dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.